Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Physical resistance when attempting to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, product placement technique, product size selection and accessory product support; and is typically not associated with a product quality deficiency. It was reported the lesion was not pre-dilated prior to advancing the xience stent delivery system (sds) which may have contributed to the reported difficulties. It should be noted the xience v everolimus eluting coronary stent system instructions for use states: pre-dilate the lesion with a ptca catheter. Difficulty inflating the stent delivery system (sds)/deploying the stent can be affected by, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, inflation technique when using the device, unevenly trimmed hypo-tube jacket material in the inflation port (hub) causing a valve when inflated or deflated and blocking the flow of contrast in or out of the balloon, accessory device support, and/or contamination in the inflation lumen and inner diameter of the shaft. To help ensure that the reported difficulties are not due to manufacturing, 100% of the products are inspected for damage and leak tested and a sampling of units is destructively tested for proper balloon inflation and deflation. Return of the xience v sds and indeflator used during the procedure may have aided in the investigation and determination of cause for the reported difficulties. Additional treatment was used to fully expand the stent. Difficulty removing the sds from the stent implant post-deployment may be related to many factors including, but not limited to, balloon ruptures/leaks, poor balloon refold, deflation technique, interaction of the balloon with the stent implant if the stent is not fully expanded and apposed, the balloon not being fully deflated prior to removal, damage to the stent, interaction with the patient anatomy, or resistance with the guide wire. To ensure these difficulties are not the result of manufacturing, the sds are 100% inspected for proper balloon fold configuration and damage online, and a sampling of units is destructively tested for proper balloon deflation. The patient anatomical information was not reported with the case information which may have aided in the investigation. A review of the lot history record for the reported lot revealed no related non-conforming material records. Additionally, a query of the complaint handling database was performed and revealed no other incidents reported for this lot. In summary, based on this investigation, there is no indication of a product quality deficiency.

Event description:
It was reported that the procedure was to treat a lesion in the left main. The 4.0 x 8 mm xience v stent delivery system (sds) was advanced with some resistance noted. An attempt was made to direct-stent; however, during the first two inflations of the sds balloon, the stent did not open, as the balloon did not inflate. During the third inflation, the balloon was inflated to 18 atmospheres (atm), but was still unable to inflate fully. The sds was removed and resistance was noted with the implanted stent. A 4.0 x 12 trek balloon was used to expand the stent. There were no adverse patient effects. No additional information was provided.